Event description:
An endurant stent graft was implanted in for the endovascular treatment of an acute complicated type b dissection with evidence of malperfusion. The total length of the dissection was 37 mm. It was reported that the three year follow up revealed perfusion of the false lumen from an unknown location. The physician will continue to monitor the patient. No clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4).